Event description:
It was reported that there was event with a inner sheath. According to the information received, the "tip part / the ceramic beak was detached during the third use after purchase. The scratches on the tip were checked, but no breakage was found". Further information is not available.

Manufacturer narrative:
Belated evaluation and reporting of this complaint was done during retrospective review as part of CAPA 22-0074 corrective action 6. The event is filed under internal karl storz complaint ID ((B)(4)).